Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis without septicemia in a subject coincident with dianeal pd4 unknown and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal and extraneal therapies were ongoing. On (B)(6) 2011, the subject experienced peritonitis without septicemia and was hospitalized that same day. Treatment information was not reported. On (B)(6) 2011, the subject was discharged from the hospital and recovered. An opinion of causality for the event of bacterial peritonitis was not reported. The observational study was titled (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.